Event description:
Information received indicates the manual CPR function is not working.

Manufacturer narrative:
The technician isolated the issue to CPR valve. He replaced the CPR valve to repair the bed.